Event description:
A user facility reported the crna noticed the connector was not on this lma after it was inserted into a pt. The lma was removed and replaced with another. There was no pt injury or problem. The device has been returned to the distributor and will be forwarded to the MFR for eval.